Event description:
The complaint states the "porous coating tibial balls are coming off". The devices must be retrieved since there is a decontamination certificate referenced and there is a letter to a surgeon in the file. More info is being requested.